Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 195 mg/dl and lab reading was 95 mg/dl when going to a routine doctor appointment to have another diabetes test performed. Reporter indicated controls were used and found to be within an acceptable range. Reporter stated no treatment was received as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.